Event description:
It was reported that the reservoir of a small volume folfusor burst. This occurred while filling the device with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the reservoir did not burst. Instead, the issue is that the coil cap was loose during filling and would rotate. (B)(4). The lot was manufactured from january 8, 2015 to january 9, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was attempted by manually filling the device with dextrose solution. During and after fill, no evidence of a loose or rotating coil cap was observed. The coil cap only rotated when being manually turned by hand. This is expected because it is an intended design of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.